Event description:
It was reported the device does not stay on. It shuts itself off. Follow-up information received determined there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main pc (printed circuit) board was out of specification. Both bail covers and the lower case were also broken, the ring bent, and the battery contacts compressed.